Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to corroded motor home switch. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a motor error alarm. No blood glucose reading provided. Advised customer the insulin pump would be repaired and replaced. No further information provided.